Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with discoloration on the tip from activation. There are scuff marks on the spacer and the black shrink tube has been damaged with scratch marks on the exposed shaft. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint has been visually verified as the black shrink tube ¿insulation¿ has been damaged. The root cause was determined to be associated with possible contact with a metal object such as a cannula that has the potential to cause this type of failure. The instruction for use outlines warnings and precautionary measures such as ¿do not contact metal objects while activating the wand as damage to the tip and/or shaft insulation may occur resulting in device malfunction or patient injury.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the small piece of black insulation came off the instrument near the tip. Insulation piece was retrieved. No patient injury reported. Procedure was finished with the same device

Manufacturer narrative:
Foreign post code - (B)(6). The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor not associated with the manufacture or design of the device which could result in the black insulation becoming detached is coming into contact with a metal object such as a cannula. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an unknown surgery, the small piece of black insulation came off the instrument near the tip. Insulation piece was retrieved. Procedure was finished with the same device. Neither significant surgical delay nor patient injuries were reported.